Manufacturer narrative:
Product complaint # (B)(4). Device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was used to complete the procedure? Another prolene suture. Patient condition? Patient was alright, doing well. Product code? Surgeon was not able to confirm if it was a 7-0 or 8-0 prolene. Product lot #? Unknown. Procedure and event date? Aortic valve replacment, date unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an aortic valve replacement procedure on an unknown date and suture was used. The suture broke. No adverse patient consequences were reported. Additional information was requested.